Event description:
Based on the additional information received on 14-jan- 2016, this case initially considered as non-serious was upgraded to serious as the seriousness criteria of required intervention was added for both the events. This case is cross referred with cases (B)(4) (cluster- same reporter). This unsolicited device case from (B)(4) was received on (B)(4) 2015 from a physician. This case involves a (B)(6) male patient who received treatment with synvisc one and experienced injection site effusion and injection site pain. The patient's medical history included arterial hypertension, wrist fracture, ligament surgery of the right knee and bilateral knee degenerative arthritis diagnosed on (B)(6) 2015 and initially treated with no steroidal anti-inflammatory drugs. No past drugs and concomitant medications were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, once (indication: not provided; batch/ lot number: 4rsf013 and expiration date: sep-2017) in the joint of an unspecified knee. It was reported that no previous puncture was performed because the joint was dry. Also, synvisc one was at room temperature and no physical activity was performed after the injection. On (B)(6) 2015, 3 days after receiving treatment with synvisc one injection, the patient developed injection site effusion and an injection site pain. The reaction was qualified of mild severity. The patient had no fever. The patient received corrective treatment with naproxen (from (B)(6) 2015) at a dose of 550 mg, 2 tablets daily morning and evening associated (from (B)(6) 2015) with omeprazole 20 mg 1 tablet daily. It was reported that no puncture had been performed. On (B)(6) 2015, the patient's white blood cell count was 1168/mm3, sedimentation rate at 23 mm, c reactive protein was at 74 mg/l (normal range and units: not provided). On (B)(6) 2015, white blood cell count was at 9860/mm3, sedimentation rate at 36 mm and c-reactive protein at 50 mg/l. On (B)(6) 2015, corrective treatment of prednisolone (solupred) at a dose of 20 mg (100 mg in the morning), pursued until (B)(6) 2015, then decreased from (B)(6) 2015 to 80 mg in the morning and pursued until (B)(6) 2015. The patient was fully recovered without sequels on (B)(6) 2015. It was reported that the treatment with synvisc one was stopped. Corrective treatment: prednisolone (solupred) and naproxen for both the events. Outcome: recovered for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 4rsf013 with expiration date (09/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsf013, no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 11-jan-16, a total of (B)(4) complaints had been reported for lot # 4rsf013 and all related sub-lots: (B)(4) complaints had been reported for lot # 4rsf013: (2 adverse event reports). One complaint had been reported for lot # 4rsf013a (1 adverse event report). (B)(4) complaints had been reported for lot # 4rsf013b (3 detached luer-lok hubs & 1 detached needle hub). Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for both the events (B)(4). Additional information was received on 11-jan-2016. Global ptc number, expiration date and ptc results were added. Text was amended accordingly. Additional information was received on 14-jan-2016. This case initially considered as non-serious was upgraded to serious as the seriousness criteria of required intervention was added for both the events. Action taken for suspect product was updated from no action taken to not applicable. Start date of suspect product was updated from (B)(4) 2015. Information regarding corrective treatments received by the patient was added. Laboratory data added. Clinical course updated. Text was amended accordingly. Additional information was received on 28-jan-2016.

Event description:
Based on the additional information received on 14-jan- 2016, this case initially considered as non-serious was upgraded to serious as the seriousness criteria of required intervention was added for both the events. This case is cross referred with cases (B)(4) (cluster- same reporter). This unsolicited device case from (B)(6) was received on 02-dec-2015 from a physician. This case involves a (B)(6) male patient who received treatment with synvisc one and experienced injection site effusion and injection site pain. The patient's medical history included arterial hypertension, wrist fracture, ligament surgery of the right knee and bilateral knee degenerative arthritis diagnosed on (B)(6) 2015 and initially treated with no steroidal anti-inflammatory drugs. No past drugs and concomitant medications were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml, once (indication: not provided; batch/ lot number: 4rsf013 and expiration date: sep-2017) in the joint of an unspecified knee. It was reported that no previous puncture was performed because the joint was dry. Also, synvisc one was at room temperature and no physical activity was performed after the injection. On (B)(6) 2015, 3 days after receiving treatment with synvisc one injection, the patient developed injection site effusion and an injection site pain. The reaction was qualified of mild severity. The patient had no fever. The patient received corrective treatment with naproxen (from (B)(6) 2015) at a dose of 550 mg, 2 tablets daily morning and evening associated (from (B)(6) 2015) with omeprazole 20 mg 1 tablet daily. It was reported that no puncture had been performed. On (B)(6) 2015, the patient's white blood cell count was 1168/mm3, sedimentation rate at 23 mm, c reactive protein was at 74 mg/l (normal range and units: not provided). On (B)(6) 2015, white blood cell count was at 9860/mm3, sedimentation rate at 36 mm and c-reactive protein at 50 mg/l. On (B)(6) 2015, corrective treatment of prednisolone (solupred) at a dose of 20 mg (100 mg in the morning), pursued until (B)(6) 2015, then decreased from (B)(6) 2015 to 80 mg in the morning and pursued until (B)(6) 2015. The patient was fully recovered without sequels on (B)(6) 2015. It was reported that the treatment with synvisc one was stopped. Corrective treatment: prednisolone (solupred) and naproxen for both the events outcome: recovered for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the production and quality control documentation for lot # 4rsf013 with expiration date (09/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsf013, no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 11-jan-16, a total of 8 complaints had been reported for lot # 4rsf013 and all related sub-lots: 2 complaints had been reported for lot # 4rsf013: (2 adverse event reports). 1 complaint had been reported for lot # 4rsf013a (1 adverse event report). 4 complaints had been reported for lot # 4rsf013b (3 detached luer-lok hubs & 1 detached needle hub). Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention for both the events french imputability: c2s2b3 for both events. Additional information was received on 11-jan-2016. Global ptc number, expiration date and ptc results were added. Text was amended accordingly. Additional information was received on 14-jan-2016. This case initially considered as non-serious was upgraded to serious as the seriousness criteria of required intervention was added for both the events. Action taken for suspect product was updated from no action taken to not applicable. Start date of suspect product was updated from (B)(6) 2015. Information regarding corrective treatments received by the patient was added. Laboratory data added. Clinical course updated. Text was amended accordingly.